Event description:
The customer reported that the system would automatically turn on and perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and adjusted the ps1 power supply on the fluoro functions printed circuit board. The system was tested and found to be working as intended and put back into service.